Event description:
A device report from (B)(6) reported: patient with a distal tibia fracture was implanted on (B)(6) 2010 with plate and screws with the fracture healing with no problems. During screw removal on (B)(6) 2011 surgeon remarked that two of the eight screws were broken. The shafts of the two screws remain in the patient's bone.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.